Event description:
It has been reported to us that the 6fguide catheter shaft broke during use. The patient had to have the distal end of the catheter removed using interventional radiology. The patient is stable with no complications as a result of the guide catheter issue. It was reported the anatomy was very tortuous.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Conclusion: the actual device used in the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the shaft was separated into two pieces. The hubbed section of the guide catheter measures 40cm in length. The distal section of the catheter measures approximately 59cm in length. Close visual examination of the separation of the guide catheter revealed that the shaft was excessively torqued and twisted beyond the design expectation. The guide catheter passes all relevant physical measurements. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for separation of the guide catheter shaft. The guide catheter was twisted and torqued beyond design expectation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. Once the evaluation is completed a follow- up medwatch report will be submitted.